Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up and completion of the engineering evaluation. It was reported that a bav was performed to the 26mm sapien 3 valve with great result. Trace pvl and gradients of 2mmhg. A valve-in valve was not needed to be perform. The device was not returned for evaluation as it was remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint paravalvular leak was unable to be confirmed due to unavailable of relevant imagery and medical record. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''approximately 3 years and 6 months post implant, there was moderate to severe pvl with a gradient of 18mmhg'', and ''as per medical opinion, the root cause of the event is unclear but the assumption is that there are relation with bicuspid valve and porcelain aorta''. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue due toa lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. In this case, patient had bicuspid native aortic valve, which could have the challenge to deploy a thv, and difficulty to seal against the target site (native annulus) due to the non-circular shape of landing zone, resulting in paravalvular leak. In additional, patient had porcelain aorta, which was possible to have cardiac remodeling due to valvular disease progression, leading to morphological changes in the aortic valve overtime and, thus, a compromised seal between the pvl skirt and target site. As such, available information suggests that patient factors (bicuspid native valve, cardiac remodeling) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental will be submitted upon completion. Remained implanted.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, this was a case of an implant of a 26mm sapien 3 transcatheter heart valve in aortic position by transfemoral approach. It was a complicated case with porcelain aorta. During deployment, the balloon of the commander delivery system was underfilled by 2ml to fit into the annulus size (490mm). The patient outcome post-procedure was good. Approximately 3 years and 6 months post implant, there was moderate to severe paravalvular leak (pvl) with a gradient of 18mmhg. The patient was planned to undergo a bav procedure for improving the pvl and, reassess the need for further procedure. As per medical opinion, the root cause of the event was unclear but the with the patient's bicuspid valve and porcelain aorta contributed to the event.